Event description:
Patient underwent cataract surgery and implantation of a staar model cc-4204bf intraocular lens with the power of +21.5 diopter. Original complaint stated "lens would not sit properly in the eye". With further follow-up, staff person at the dr's office stated that as the surgeon was injecting the lens, the lens hit and tore the capsule. The dr feels the capsule tear was not due to the manipulation of positioning the lens but due to the lens. The pt is having difficulty and needs further surgery.